Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. No root cause can be determined.

Event description:
It was reported that during an unspecified procedure, a spiral dissection occurred. The pt had been experiencing pain for a couple of days prior to admittance. The lesion being treated was located in the mid right coronary artery (rca). An attempt was made to cross the lesion with choice guidewire, but was unsuccessful. The maverick balloon was then inserted and inflated and a dissection was noted. The number of inflations and to what atms are unk. The physician attempted to treat the dissection with a 3.0 x 12mm taxus drug eluting stent, however, he was unable to cross the lesion. The maverick balloon was reinserted and several short inflations were used to tack up the dissection. Another 3.0 x 12 mm taxus drug eluting stent was then deployed proximal to the dissection. It had the appearance of good flow, but the vessel below the stent "disappeared". The balloon was then inserted below the dissection, and per a cardiothoracic consult, a balloon pump was placed and the procedure was ended. Pt remained in serious condition in the cvr with the balloon pump removed several days later. It was the physician's opinion that the maverick balloon did not malfunction or cause the dissection. It was reported as likely that the dissection was caused due to the emergent situation and the friable vascular system.